Manufacturer narrative:
Investigation summary unable to deliver or advance: scrub tech removed easy guide lumen prior to backloading impella over abiomed 0.018 wire. The cause of the issue was determined to be use related as evidenced by clinical details citing the physician's decision not to proceed with impella insertion following the removal of easy guide lumen device history lot device lot number: 1958372. Device history batch subcomponent lot: n/a. Device history review the pump sn (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient with acute myocardial infarction and cardiogenic shock underwent implantation of an impella cp device for mechanical circulatory support. During preparation, the scrub technician inadvertently removed the easy guide lumen prior to backloading the impella over the abiomed 0.018" guidewire. The cardiologist elected not to proceed with backloading the impella without the easy guide lumen in place. Consequently, a new impella cp device was utilized for the procedure. The replacement impella cp was successfully used to provide circulatory support. The care team planned for escalation of care, with cardiothoracic surgery (CT surgery) and the cardiologist present at the bedside. The patient remained on impella support for left ventricular (lv) unloading, with weaning of vasopressors as tolerated. The patient remained in guarded condition following the event. Ultimately, the family made the decision to withdraw care later the same day.